Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code indicating high voltage has been detected on leads during charge. Technical services (ts) discussed the possible causes of the ICD displaying that message and reviewed the available data. The lead's shock impedance appears to be stable and there are no out of range measurements at this time. The cause of the ICD displaying the code has not yet been determined. The ICD remains in service. No adverse patient effects were reported.